Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 due to an occlusion issue. The high blood glucose had been treated with insulin pump and the blood glucose had been high for greater than four hours.